Manufacturer narrative:
Initial.

Event description:
It was reported that the cartridge plunger detached inside the ilet pump¿s cartridge chamber and became lodged at the bottom, and the user had not rewound the pump before removing supplies. No adverse clinical effects reported. Outcomes included successful completion of the supply change after issue resolution. Investigation included remote troubleshooting and user education to execute a pump rewind via the device menu and to remove the plunger with tweezers. Investigation of this case revealed a user handling error leading to a stuck cartridge plunger, which was cleared without device damage or clinical sequelae. It was concluded, based on previously established findings for similar reports, that the cause was user error related to not rewinding prior to cartridge removal.